Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was placed on (B)(6), 2011 to treat hydronephrosis. On (B)(6), 2012, the patient went to the hospital with lower back pain. The stent was found to be occluded and was removed on (B)(6), 2012. The stent was disposed and it is unknown which part of the stent was calcified. The patient had two polaris ultra no shaft holes stents placed during this same procedure. The patient's condition at the conclusion of the procedure is unknown.

Manufacturer narrative:
(B)(4)